Event description:
It was reported that functional undersensing resulting in inappropriate high voltage therapy was noted on the device. Additionally, pacemaker mediated tachycardia (pmt) was noted on the device resulting in arrhythmia. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the patient experienced discomfort due to the inappropriate high voltage therapy. The device was reprogrammed to resolve the event. The patient was in stable condition.